Manufacturer narrative:
The explanted inlay was not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Diffuse lamellar keratitis (dlk) is listed in the device labeling as a known potential risk of corneal inlay surgery and corneal flap procedures created using a femtosecond laser. (B)(4).

Event description:
The patient underwent implantation of the corneal inlay in the left eye on (B)(6) 2017. The patient was diagnosed with trace diffuse lamellar keratitis 3 days postoperatively; the following day the flap was lifted, and the inlay was removed and replaced with a new inlay. The cause of the dlk is not known at this time. Additional information is being requested.